Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.

Manufacturer narrative:
Patient weight is unavailable. Facility personnel declined to provide this information. Device lot number and expiration date are unavailable. The device was discarded before this information could be obtained. Device manufacture date is dependent on lot number, thus is unavailable.

Event description:
It was reported that during a coronary vascular intervention procedure in the lad, the tip of the guidewire was left in the patient. Reportedly, a turbo elite laser sheath was being used and 6 runs of 10 seconds in the vessel were completed. The lad and diagonal vessel were ballooned and stents placed in each. At this point it was noticed that the wire tip was visibly looped over itself. When the wire was pulled back, it unraveled. The majority of the wire was removed, bu the tip remained in the vessel. Retrieval was attempted, but was unsuccessful. The wire tip was then excluded from the vessel with a stent. The patient remained stable overnight and did not experience any complications. Patient outcome was good.